Manufacturer narrative:
The operations manual specifies requirements for cleaning, as the cot has locations where components interface, it is not possible to remove crevices. The potential for fluid to enter a crevice is inherent in the use of any device.

Event description:
It was reported that after a call where the cot was exposed to blood, the fire department power washed the product. The outside of the cot appeared to be clean, however, it was later detected that blood was present from a "joint in the cot". After further evaluation by the customer, it was determined that more blood may be present in the internal components.